Event description:
The pt had a temp probe retention catheter in place. They kept complaining about having the urge to urinate. They also complained of burning at the catheter site. The catheter had drained 510 cc of urine between 2300 and 0500, however when the nurse turned the pt over the pt's bed was wet. She took the catheter out, there was some bleeding at the meatus, and put a new catheter in. 500 cc of urine immediately returned. The catheter was clamped for 15 mins and when unclamped, another 500 cc of urine returned.